Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to liner being not fully seated into the shell. The acetabular liner, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." And "tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must be fit according to precise operative technique and the use of specified instruments."